Event description:
It was reported that a chocolate percutaneous transluminal angioplasty balloon was used to treat a lesion in the superficial femoral artery. The target lesion was calcified with plaque and had a chronic total occlusion of 100%. During the procedure, the balloon burst longitudinally during inflation. A non-medtronic inflation device was used. The inflation pressure applied to the balloon prior to the rupture was 10 atms. Resistance was encountered when advancing the device. The procedure was completed by replacing the burst balloon with another balloon and continuing balloon dilatation. All fragments of the balloon were retrieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was flushed, and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms and held pressure the balloon was then inflated to rated burst pressure (rbp) of 12atms and held pressure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: only one inflation was applied. It was reported that balloon was leaking and could not maintain inflation. There was no vessel damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.